Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 418 mg/dl. Customer stated that she was about to eat her lunch but then noticed a message in the insulin pump that says no delivery. Customer was advised that the position of motor may have shifted. Customer was advised to disconnect at the quick release. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer was advised to remove the set and examine the cannula. Customer stated the cannula was bent. Customer reported that they already had her manual injections and they just bolus while they had successfully cleared the alarm. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.